Event description:
Seven yrs post right inguinal hernia repair with implant of soft tissue patch. In october, 1996 the pt presented with recurrent infected cyst in the right lower abdomen. Exploratory surgery on 10/18/96 revealed fistualization from infected gore-tex mesh. The mesh from the right groin was removed. The source of the infection was not determined.